Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 03/26/2015 and could not confirm the reported event of permanent out of range. The complaint device was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures related to the customer complaint were found. The receiver log was reviewed and no issues related to the customer complaint were found. The device was determined to be working within the required specifications without malfunction. Therefore, the customer complaint of permanent out of range could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. Patient's mother was advised to reset the device which was unsuccessful for the reported issue.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.